Event description:
It was reported that the mega suturecut needle driver instrument was inserted and as soon as the surgeon started to use it, the wire broke during a da vinci myomectomy procedure. The instrument was removed and it was noted that the wire was frayed. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.